Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a premature ventricular contraction procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. While manipulating the sheath in the left atrium, the patient became hypotensive and an echocardiogram revealed an effusion in the left atrium. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.